Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was always alarming for ECG and the users had to disable the alarms. There was no reported patient involvement

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.